Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the cone sleeve had metal shavings which was causing the grinding noise. It was further determined that the corrosion was found on the worn clamps, which would not hold the smallest k-wire device (failed check for self-holding; check for untrue running; check gripping power and function). It was further determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device was making grinding /crackling noises while in use. During in-house engineering evaluation, it was observed that the cone sleeve had metal shavings. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was a veterinary device. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.